Manufacturer narrative:
The device was not returned for evaluation. Imagery was provided by the site and revealed the patients access vessel with calcification and calcification seen on patients annulus. A device history review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the complaint codes. During the manufacturing process, the following visual inspections and tests are performed throughout the process. All inspections are conducted on 100 percent of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. These inspections and tests during the manufacturing process support that it is unlikely that a non conformance contributed to the reported complaint. These inspections and tests during the manufacturing process support that it is unlikely that a non conformance contributed to the reported complaint. Edwards has provided the following guidelines or instructions to physicians in the IFU and training materials. Instructions reviewed IFU commander delivery system, device preparation manual commander preparation manual, training manual commander procedural manual and supplemental material document. A review of applicable content revealed that the labeling IFU training materials adequately provide warnings and instructions for use and contains the correct content regarding the reported complaint event. As reported event was unable to be confirmed, a complaint history review is not required. The risk of experiencing difficulty withdrawing the system or the inability to withdraw the system and associated harms has been reduced as low as possible through design and manufacturing processes. Edwards has provided guidelines and instructions to the physicians in the IFU and training materials refresher training on how to withdraw catheter, remove sheath, access site closure. Users are informed of the residual risks associated with use of the delivery system and sheath through the potential adverse events section in the instructions for use (IFU) and or device training materials. The benefits of the system outweigh the risks associated with the inability to withdraw the system. Burst balloon is identified in the commander risk management as a potential cause that may lead to difficult or unable to inflate balloon. This event reports a balloon burst during thv deployment that has not resulted in a patient harm, or a device failure to perform its function. Also, there was no evidence of product nonconformances or labeling IFU inadequacies identified in the evaluation. Edwards continues to monitor complaint history on a monthly basis. The risk of balloon burst and associated harms has been reduced as low as possible through design and manufacturing processes. Edwards has provided guidelines and instructions to the physicians in the IFU and training materials refresher training on how to deploy the thv. Users are informed of the residual risks associated with use of the delivery system and sheath through the potential adverse events section in the instructions for use (IFU) and or device training materials. The benefits of the system outweigh the risks associated with the inability to inflate the balloon. Since no product non conformances or IFU training manual deficiencies were identified, no escalation to a product risk assessment (pra) was required. Since no edwards defect was identified, no corrective or preventative actions (CAPA) are required. The reported event were unable to be confirmed. However, no manufacturing non conformance was identified during the evaluation. A review of the DHR, complaint history review, lot history and manufacturing mitigations did not provide any indication that a manufacturing non conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, the balloon was seemed fully inflated. Per provided patient imagery calcification present on the patient leaflets and undersized vessels. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As such, available information suggests that patient factors (calcification) may have contributed to the reported event. Per the complaint description, resistance at removing the delivery system, it was not possible to remove it through the esheath. The balloon burst likely altered the balloon profile. The altered delivery system made the device more susceptible to be caught on the sheath tip, which subsequently resulted in the reported withdrawal difficulty into the sheath. Available information suggests procedural factors (withdrawal of burst balloon excessive manipulation) could have contributed to the event.

Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate, regarding a 26mm sapien 3 ultra valve in the aortic position via transfemoral approach, the 26mm commander delivery system balloon ruptured during valve deployment. The valve seemed to inflate fully. The echo confirmed no pvl and good valve function. When trying to remove the delivery system, the physicians had trouble pulling the balloon into the sheath and were met with resistance. They were advised to remove the delivery system and sheath at the same time. Due to continued resistance experienced, a vascular surgeon removed the delivery system and sheath. The patient became hypotensive due to blood loss therefore the vascular surgeon utilized occlusion balloons followed by covered stents. Due to lack of distal peripheral pulses, a cut down was performed, and the vessel was repaired surgically. The patient is currently alive.